Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Aquiring more information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a bad front end board. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Device not accessible for testing (4117): at this time, the customer has not requested for getinge to evaluate and repair the iabp unit involved in this event as the customer repaired the unit themselves. A supplement report will be submitted should additional information be provided. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate and repair the iabp unit involved in this event as the customer informed the repair will be completed by them. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.